Event description:
It was reported that this patient's right ventricular (rv) lead was surgically abandoned and replaced as it had been showing intermittent loss of capture. The physician believed that there could have been a header issue related to the intermittent loss of capture so it was decided to explant and replaced the patient's implantable pulse generator as well. No additional adverse patient effects were reported.